Event description:
Reportedly, the device infused too much. The patient's mother pushed buttons on unit when it alarmed. It was set at 950ml tpn over 24 hours and infused at 3.5 hours. There was no patient injury. This information was received by b. Braun quality on 10/3/07.

Manufacturer narrative:
The device was received and will be evaluated by manufacturer. The results will be reported when the evaluation is completed.